Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recharger displayed a ¿call your doctor¿ icon, a 375 antenna failure error code, and a 376 antenna test-temperature failure error code. It was noted that the patient¿s device was low and needed to be charged. It was further reported that the recharger would not charge. Final analysis of the device recharger revealed a bent connector pin and a discolored recharge antenna cable.

Event description:
Additional information received reported the patient still had concerns with the device or therapy but had sought further help. The patient had an appointment on (B)(6) 2013.

Event description:
It was reported that the implanted neurostimulator (ins) stopped working in the middle of the night on (B)(6) 2013. The reporter noted that the patient woke up in ¿terrible pain¿ and saw the healthcare professional screen with code 736 on the device recharger. It was noted that the patient had charged the device completely the day before and she didn¿t think she needed to charge. It was noted that the ins was charging very slowly and that the patient had been charging since she woke up the morning of the report. It was noted that the patient was not able to recreate the code. The patient synched the device with the patient programmer, and the programmer did not show a code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3888-45, lot# v498309, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v498309, implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-45, lot# v498309, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v498309, implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).